Manufacturer narrative:
On january 21, 2022, both device evaluations were completed since two devices were received without damage and after multiple attempts it cannot be determined which is the lot number of the impacted product. Device evaluation summary for both devices: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 575cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2022, , the mentor failure analysis lab received two devices (lot numbers 6656779, and 6607749, volume 575cc) were received for evaluation. Since, it can't be determined which device is the suspect medical device for the reported adverse event, manufacturing record evaluation (mre) was performed for both lots, and both will be analyzed. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, or additional information regarding the affected lot is available, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for lot numbers 6656779, and 6607749, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6656779: manufacturing date: november 27, 2012, expiration date: november 30, 2016. Lot 6607749: manufacturing date: july 11, 2012, expiration date: june 30, 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 575cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with similar mentor prosthesis on (B)(6) 2021.